Event description:
A medtronic ent rep reported that during an ent surgery, the frazier suction and long straight probe were 3mm inaccurate in an inferior and anterior direction when placed at the skull base and in the spenoid. Both instruments were accurate when checked for accuracy on the nose before proceeding into interior anatomy. The ostium seeker was within the 2mm of guaranteed accuracy and worked perfectly. The procedure was completed with the use of the fusion navigation system. There was no impact on pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.